Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had a suspected infection due to improper surgical use. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: (B)(4); model/catalog description: infinion cx lead kit, 70 cm. Model number/catalog number: sc-4318; serial number: n/a; batch/lot number: 21558656; model/catalog description: clik x anchor sterile kit. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a suspected infection due to improper surgical use. The patient underwent an explant procedure. No device malfunction was suspected.